Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that there was poor contact, the battery drained, and sometimes the image turned white. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center image turns white sometimes. The issue was found during an unknown diagnostic procedure and the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. Correction to h10 inspection results: olympus was unable to confirm the customer's reported event during inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.